Event description:
The patient has a ¿malfunctioned system¿. The issue was unknown at this time and it was also unknown if any action will be taken. Additional information has been requested.

Manufacturer narrative:
Concomitant: product ID 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger, product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 37742, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4).